Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening device on the radius side assessed as a fold flaw opening. Additional observations: wear abrasion observed on the surface of the shell. Creases fold observed. Yellow particles inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.